Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 70% stenosed lesion was located in a moderately tortuous and moderately calcifed left renal artery. The 4.5 x 20/135 sterling monorail balloon catheter was inflated to 6 atms for the first inflation. During the second inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.